Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion. After the software update, device battery voltage was higher and there was no eri message. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator (eri). After the software update, device battery voltage was higher and there was no eri message. The device was explanted and replaced. No patient complications have been reported as a result of this event.